Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump had a scratch on the screen that made it difficult to read the numbers. It was reported that the customer's blood glucose level was 424.8mg/dl. It was reported that the customer was not worried about high levels due to probably just missing a bolus. It was reported that the device would be replaced and returned for analysis. No further information provided.